Event description:
It was reported that burr detachment occurred requiring additional emergency surgery. The 80% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 1.25mm rotalink plus and rotawire were introduced for percutaneous coronary intervention. The burr kinked and became trapped in the lesion. After adenosine was injected, the entire system was pulled to extract. The wire severed and the burr could not be removed. The patient underwent emergency coronary artery bypass graft surgery which went well and resulted in normal blood flow.